Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the hinge gasket was damaged and the motor was seized. The motor, sleeve, and hinge gasket were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign: belgium.

Event description:
It was reported that outside of surgery, the unit doesn't work. When you turn it on, it doesn't stop at all. It's not a blade problem; it's a continuous operation problem. There was no patient involvement. During device evaluation it was discovered that the motor was seized. Due diligence is complete, no further information is available.